Event description:
Situation: line leak. Background: patient here for treatment with cabazitaxel. Immediately after hanging medication, rn and patient noted a dripping leak below the drip chamber. Assessment: spill handled appropriately, and dose remade. Recommendation: investigate leak on lines. Non-dehp solution set with duo-vent spike lot# (10)r21d12085.